Manufacturer narrative:
One (1) opened sample was returned to the manufacturing site in relation to this report. The sample was visually inspected with no failures found however based on the previous investigation and field safety notice, the reported condition is not a visual problem. Therefore to further investigate the sample, the flow rate was tested per the procedure. The sample passed with no alarms from the pumps and no gap / air in line present. The sample was then pulled tested and passed. The reported issue was unable to be reproduced on the returned device. However, the return of the sample does not effect the investigation as the site had previously confirmed this failure from the photo originally provided and the root cause of the issue is associated with the component supplied to the site by our sister plant; a void in the molded part letting in air. Please see follow up #1 for the investigation results following the evaluation of the provided photos.

Manufacturer narrative:
The device history record (DHR) review shows that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 20k009fhx. The sample is not expected to be returned for evaluation however a photo was provided. The photo was reviewed and confirms the reported issue. A field safety notice (fsn) was initiated which includes product number 666106. The root cause of the issue is associated with a component supplied to cardinal health which has a void in the molded part that is letting in air. Cardinal health is implementing the appropriate corrective actions to ensure that the issue is corrected. Based on available information, no further corrections will be initiated at this time, however we will continue to monitor the process for any adverse trends that require immediate attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the pediatric patient's parent prepares the special preparation for their child. During feeding some air is observed in the tube after the valve. Each time it happens, the parent changes the tube but they are afraid because the feeding cannot be stopped due to the patient's metabolic disease, they need to be fed day and night. The issues are occurring in the patient's home. No patient injury was reported.

Manufacturer narrative:
Added the event date in section d3. Corrected the date received by manufacturer in section g3.